Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump alarmed no delivery. The customer stated that her blood glucose read "hi" on the glucometer. The customer was advised to go to the nearest hospital to treat her blood glucose and call back to perform troubleshooting when she was feeling better. Nothing further was reported.